Manufacturer narrative:
The device was evaluated by an electrical engineer on 06/20/2006. It has been determined the batteries were replaced the evening of the fire and were improperly installed by a friend of the pt. No further evaluation necessary. No remedial action needed.

Event description:
Received a notice from an insurance company regarding an alleged garage fire where a pride scooter was located. No injuries were reported.